Manufacturer narrative:
On 5/3/2018 the failure analysis lab was able to obtain the lot number from the returned product. The product initially reported as an unknown gel implant that ruptured, however, the failure analysis revealed that the device was a mentor siltex round moderate profile 275cc saline prosthesis that deflated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with an unknown mentor gel implant and rupture was suspected post procedure. As a result, bilateral prosthesis replacement with 325cc mentor memorygel breast implants was performed on (B)(6) 2018. No other issues were noted. The patient¿s last known condition was fully recovered with no residual effects.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female underwent breast augmentation revision with a mentor siltex round moderate profile 275cc saline prosthesis that deflated. As a result, bilateral prosthesis replacement with 325cc mentor memorygel breast implants was performed on (B)(6) 2018. No other issues were noted. The patient¿s last known condition was fully recovered with no residual effects. The device was received at mentor without fluid and could not be weighed. No foreign material was observed within the device or on the shell surface. Evaluation of the device revealed a rent measuring approximately 0.9 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. The complaint of deflation was confirmed. Because mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 5568195 was reviewed on 6/22/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing.  Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).